Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient had the pump in their pocket and it felt hot. The reporter indicated that there was a red mark on the patient's leg, but there was no blistering and the redness is going away. The patient reportedly did not require medical intervention. There is reportedly a crack in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The patient removed the battery and indicated that the battery looks indented where the positive end is located. There is reportedly no power to the pump. This report is being made based on the allegation that the pump became hot.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no evidence of short battery life. Visual inspection revealed that the battery compartment is cracked. There was no evidence of corrosion in the battery compartment or on the battery cap. The battery cap was able to secure tightly to the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.